Event description:
Blood glucose results of "261 mg/dl and 164 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The control solution and check strip were replaced.